Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue (bg3510-5-j, lot unknown) was used in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. On (B)(6) 2013, CT scan did not show a false aneurysm. Subsequent CT scan on (B)(6) 2013 showed a false aneurysm and reoperation was performed the same day. The patient expired during the reoperation. It was the surgeon's view that bioglue was applied in the proper quantity (one syringe) and the bioglue was used with great caution such as priming. The surgeon assumes that the patient expired due to rupture of the false aneurysm during the sternotomy. The lot number of bioglue used in the case associated with (B)(4) is not known. The distributor provided the lot numbers (11mjx021, 11mjx022, 11mjx023, 12mjx012, 12mjx013, 12mjx014, 12mjx015, 12mjx016, 12mjx017, 12mjx021, and 12mjx022) provided to the hospital in the three month period prior to the surgery in which bioglue was used. Due to the number of lots provided, a review of the associated dhrs is not feasible or warranted. However, a review of previous complaints for these lots was performed and five complaints ((B)(4)) were identified. Of these complaints, the lot number was only definitively known in (B)(4); the other complaints were lot unknown with possible lot numbers. A review of manufacturing records was performed for possible lot numbers 11mjx022, 12mjx014, 12mjx015, 12mjx016, 12mjx021, and 12mjx022 for these complaints. No issues were reported during manufacturing, the records were complete, accurate, and fully approved, and there were no findings to suggest that bioglue contributed to the reported events. A clinical and medical review was performed and based on the information available at the time of this report, a definitive conclusion cannot be drawn regarding the cause of the false aneurysm observed in this patient. The complaint states that the ascending aorta was replaced and that bioglue was applied within the proximal false lumen. However, it is not clear if the valve was also replaced or resuspended or where the observed false aneurysm was located. Based on the limited information, it is assumed that the aortic replacement did not involve the valve, that bioglue was not used on the graft-tissue anastomoses, and that the false aneurysm occurred proximally to the proximal anastomosis. While bioglue cannot be ruled out as a contributing factor, it is more likely that the condition of the patient's tissue is the primary contributor to the observed event. The surgeon did state that he did not believe that the use of bioglue contributed to the event. Field assurance will continue to monitor similar complaints to determine if additional action is warranted; however, additional action is not warranted at this time.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. On (B)(6) 2013, CT scan did not show a false aneurysm. Subsequent CT scan on (B)(6) 2013 showed a false aneurysm and reoperation was performed the same day. The patient expired during the reoperation. The surgeon assumes that the patient expired due to rupture of the false aneurysm during the sternotomy.

Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. On (B)(6) /2013, CT scan did not show a false aneurysm. Subsequent CT scan on (B)(6) 2013 showed a false aneurysm and reoperation was performed the same day. The patient expired during the reoperation. The surgeon assumes that the patient expired due to rupture of the false aneurysm during the sternotomy.